Event description:
Additional information provided on (B)(4) 2013: patient was a (B)(6) male involved in a non-traumatic incident. Patient was found pulseless and not breathing. Customer reported that the date of event was (B)(6) 2013.

Event description:
It was reported that the autopulse li-ion battery failed during a recent code. Follow-up for add'l info was made on (B)(6) 2013. Response from the customer as follows: the board was applied on a pt who was described to be obese and did not appear to be above the 300 pounds limit. The pt was compressed (9 times) followed by a "replace battery" alert. A spare (black) battery was subsequently installed and user code 45 was generated. The user then discontinued use of the platform and applied manual CPR. Customer placed the lithium battery (with 3 yellow bars) back into the platform and got a "replace battery" message. The pt died on (B)(6) 2013. Customer stated that the cause of death is unk, but non-trauma related. Add'l info provided on (B)(6) 2013: customer tested the platform with multiple bands/batteries/manikins and was not able to re-produce the reported complaint.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 06/04/2013 for investigation by members of the zoll r&d and service teams. The investigation team attempted to reproduce the problem described by the customer. The team conducted the following test: li-ion battery (B)(4) was inserted into a multi-chemistry charger, and charged successfully. The fully charged battery was inserted in an autopulse platform, on which, a test fixture that emulates a large (95th percentile) patient was placed. The battery powered the platform for 33 minutes while the platform compressed the large test fixture. There was no abnormal stoppage. During the above mentioned testing, there was no problem noted with the returned battery. The investigation team also reviewed the battery archive, and found the following: the battery archive correlates with the customer's report of a cardiac arrest treatment on (B)(6) 2013, and with the customer's report of testing the battery on (B)(6) 2013. The archive shows that, prior to the cardiac arrest treatment with the autopulse platform, the battery was removed from the charger not fully charged, likely while still in a test cycle. The archive also shows that when the battery was put back into the charger on (B)(6) 2013, the test cycle was re-started. It should be noted that if an autopulse battery is removed from a charger during a test cycle, and the test cycle is unfinished, the battery's full charge capacity is undetermined, and the battery is designed to trigger an immediate "replace battery" message in the autopulse as soon as the platform is turned on. A customer performing a daily status check on the autopulse would then know to replace the battery prior to putting the autopulse in service. When the battery is put back in a charger, the charger and battery are designed to re-start the test cycle. The evidence based on review of the data archive suggests this is what happened, and the battery performed as required. The autopulse power system user guide (12457) advises the user: a) to "check for green led's" prior to inserting a battery into the autopulse or using it as a spare ("battery rotation", section 5.5) b) to perform an autopulse daily status check where "autopulse batteries that are not fully charged should be replaced with ones that are fully charged (green battery status led or has four bars on the autopulse user control panel)" ("autopulse battery management", section 6.1) in summary, the battery returned to zoll was tested and was confirmed to have performed as intended. The battery archive correlates with the customer's report of a cardiac arrest treatment on (B)(6) 2013, and with the customer's report of testing the battery on (B)(6) 2013. Based on the investigation results, the root cause of the observed failure is user error. At the time of use, the autopulse battery was not displaying green led's. The cause of the observed failure was the absence of a daily status check by the customer and/or the failure to check for four green led's prior to inserting the battery in the autopulse platform. Either of those actions by the customer would have resulted in returning li-ion battery sn (B)(4) to the charger on the morning of (B)(4) 2013, and would have prevented the appearance of the "replace battery" message later that day at the start of the code.

Manufacturer narrative:
Zoll circulation has not rec'd the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.